Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during pullback in the vessel. Manual pressure was used to achieve hemostasis. There were no reports of patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed and remained in the manufacturing position. The syringe was connected to the device with the stopcock open, the procedural sheath was returned with the device, and exposure to blood was observed as received. Additionally, it was observed that the balloon showed the ruptured condition that was reported in the event description. Functional testing could not be performed as the balloon was not in a condition to replicate the inflation and deflation mechanism. A product history record (phr) review of lot f2301303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (although not reported) and/or concomitant device factors most likely contributed to the reported event since a calcified vessel or a damaged procedural sheath can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Manufacture date was added. Additional information is pending and will be submitted within 30 days upon receipt. Corrected data: section h6- medical device problem code of 1074 - burst container or vessel was changed to 1546 - material rupture.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during pullback in the vessel. Manual pressure was used to achieve hemostasis. There were no reports of patient injury. The device will be returned for evaluation.